Event description:
It was reported that the patient had been going through radiation therapy and electrical resets were noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted there were 3 - pors for write to locked ram, between (B)(4) 2011 12:55:08 and (B)(4) 2012 15:29:18.